Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer was unsure if the device was cleaned before being returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to user handling, however, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had blockage in the channel system. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign debris was found protruding from the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the light cover glass adhesive was pitted, the optical cover glass was chipped, the optical cover glass adhesive was pitted, the outlet pipe was blocked by what appears to be brush like material, the distal end adhesive was pitted, the plug body probe unit was loose, the down and right angles were not to specification, the up/down angle play had play evident and left/right angle play had minor play evident, the air channel volume was blocked, the water flow was not to specification, the water removal was not to specification, the water channel volume was blocked, and a comprehensive leakage check was completed, no leaks were evident . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.